Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, while advancing a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter over a non-cordis guidewire, the saber pta balloon catheter was stuck halfway. When attempting to pull back on the saber pta balloon catheter in order to wipe the guidewire, the distal tip broke off. The device was never inserted into the patient. Another 3mm x 30cm saber pta balloon catheter was used as a replacement. There were no reported patient injuries. The device was stored and prepped per the instructions for use (IFU) and was successfully flushed during preparation. There was no difficulty removing the stylet or any of the sterile packaging components. The non-cordis guidewire was wiped with a wet gauze prior to advancing the saber balloon catheter. There were no visible kinks on the guidewire. The device was returned for evaluation. A non-sterile ¿saber 3mm30cm 150¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, revealing a distal tip separation condition. The separated piece was not returned for analysis. The balloon was received deflated, and no other outstanding details were observed. A functional test was performed. The flushing process involved attaching a syringe full of water to the guidewire lumen port and applying positive pressure to flush the device. The water flowed through the guidewire lumen and exited the distal tip as expected, with no obstructions or restrictions observed. A lab sample guidewire of the appropriate size was inserted through the distal tip to check for any resistance, friction, or obstruction. The guidewire traveled through the wire lumen and exited the proximal end without any issues. The distal tip area was inspected using a vision system to obtain a magnified image. The separated material showed evidence of elongations on the edge, commonly associated with separations caused by tensile overload. It is assumed that the device was subjected to a tensile force exceeding the material¿s yield strength prior to separation. Additionally, areas with transfer material characteristics indicated that the two components were properly fused. A side view of the separation revealed an angular clean cut with uniform elongations. The reported ¿guidewire lumen resistance/frication¿ was not confirmed during analysis of the returned device. The exact cause of the report cannot be confirmed. Functional analysis was performed successfully with no difficulties with insertion/withdrawal testing or device flushing. Subsequently, the ¿distal tip separation¿ was confirmed as a portion of the tip is missing from the returned device. Using a vision system, the separated edge shows evidence of elongations suggesting the tip may have been induced to forces that exceeded it material yield strength prior to the separation. Since the tip was not returned for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. Resistance with the piece of the tip that separated, and the wire may have occurred. Therefore, procedural factors and device handling likely contributed to the events reported; however, the exact causes cannot be conclusively determined. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while advancing a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter over a non-cordis guidewire, the saber pta balloon catheter was stuck halfway. When attempting to pull back on the saber pta balloon catheter in order to wipe the guidewire, the distal tip broke off. The device was never inserted into the patient. Another 3mm x 30cm saber pta balloon catheter was used as a replacement. There were no reported patient injuries. The device was stored and prepped per the instructions for use (IFU) and was successfully flushed during preparation. There was no difficulty removing the stylet or any of the sterile packaging components. The non-cordis guidewire was wiped with a wet gauze prior to advancing the saber balloon catheter. There were no visible kinks on the guidewire. The device will be returned for evaluation.